Manufacturer narrative:
Continuation of d10: product ID: 10fcc13. Product type: sheath. Product event summary: the pscc100 pulseselect catheter with lot 0012854880 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment electrode #2 was observed to be crushed/damaged, electrode# 4 was observed to be displaced, and the pebax tube was observed to be ribbed and kinked close to electrode #2 and electrode #3. Visual inspection on the received guidewire didn't show any anomaly. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. A lab test guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. The received guidewire was inserted into the lab test catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. The electrical continuity test revealed an open loop on the electrode #4 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, an electrode wire was observed to be broken. During inspection of the array segment, it was observed that the proximal end of the nitinol wire was partially detached from the dual lumen. In conclusion, the catheter failed the returned product inspection due to a displaced electrode, a kinked pebax tube, a ribbed pebax tube at the distal arm, a partially dislodged nitinol wire from the dual lumen, a crushed/deformed electrode, and a broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was difficulty advancing the guidewire after introduction of the catheter through the sheath. Ablation was made but then 3/4 into the procedure, fibrous material was noted on the outside of the sheath. Intracardiac echocardiogram (ice) imaging was performed to check for any visual remnant in the left atrium, and none was observed. The sheath was removed, and a new sheath was prepped and introduced over a new guidewire. The case continued and the case was completed. No patient complications have been reported as a result of this event.